Event description:
During placement of another manufacturer's endovascular graft the coda balloon was inflated while it was extending outside the distal end of the contralateral leg component, resulting in a right iliac rupture. The rupture was successfully repaired with an iliac extension component. The physician stated that the event was caused by inflating the balloon outside of the device. Patient's condition was stable after the procedure.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided, the rupture of the common iliac occurred due to the inflation of the balloon outside of the aaa leg. If the coda balloon catheter is being utilized to expand a vascular prosthesis, the radiopaque markers should be used to ensure that the entire balloon is positioned within the prosthesis.